Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. On (B)(6) 2024, the patient reported that there was a recurring insulin flow blocked alarm, and the pump detected an occlusion that prevents the flow of insulin. No further information available.